Event description:
Additional reasons for revision: metallosis.

Event description:
Asr revision;left asr xl acetabular system;reason for revision: pain.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision. Left asr xl acetabular system. Reason for revision: pain. Update received: (B)(4) 2013 - added further revision reason: high cobalt and chromium in blood and amended implant dates: cup implanted (B)(6) 2008 and xl products implanted (B)(6) 2008. This is a resurfacing to xl patient - this is the 2nd of 2 revisions, please see (B)(4) for 1st revision. Update received: (B)(4) 2013 - please note the stem is a titanium tri-lock stem with porocoat - no product or lot numbers were provided, so unable to add product. Update received: (B)(4) 2014 - attached legal document, added patient date of birth and filled mandatory fields.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.